Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a blue fiber material was observed in supply valve two (2) of a home pd (peritoneal dialysis) system kaguya set. This event occurred before use of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye was performed with no issues noted. A functional test was performed and no abnormalities were noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.